Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging oxygen levels dropping, kill her throat . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused oxygen levels dropping, kill her throat . There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed an unknown contaminant to the outside of the device on the top enclosure, bottom enclosure, front panel, and the flip doors for the sd card and modem. A hair-like particle was observed on the rear panel. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation.